Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). It has been reported that the device will be returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported by the ous affiliate, the hakim programmable valve could not be programmed approximately 15 years after implantation. The valve was implanted to the patient via vp-shunt about 15 years ago; however, exact doi and initial setting were unknown. It was reported that the pressures setting was not able to be changed. The revision surgery was performed with a certas valve (82-8804). Current outcome: recovered. No further information was provided by hospital. The product will be returned to your site.

Manufacturer narrative:
UDI: (B)(4). The previously reported lot number was incorrect. This report has been updated to reflect the corrected information. The device was returned for evaluation. The valve was visually inspected it was noted that the stator was dislodged and a bump mark was observed in the valve casing. Due to the condition in which it was received, the cam position/pressure could not be determined. The valve was dismantled and was examined under microscope at appropriate magnification: a bump mark was noted in the valve casing. This is likely due to the valve receiving a hard knock. Corrosion was also noted on the stator. The cam magnets were controlled and passed. A review of manufacturing records found no discrepancies when the device was released to stock. Based on the results of the investigation, he root causes for the dislodged stator could be partly due to the valve receiving a hard knock and the root cause for the bump mark in the valve casing is due to the valve receiving a hard knock. The root cause of the corrosion could not be clearly determined. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.